Manufacturer narrative:
B4: additional information.

Event description:
It was reported that two twinfix anchors broke during the repair of achilles tendon rupture. The insertion site had been prepared with a 3.8 mm tap. Pieces were retrieved with grasping forceps. There was a smith and nephew back up device available. There was a delay of less than or equal to 30 min. No other complications were reported.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found a device on labelling confirming the product identification information. The device has not been deployed. The anchor is fractured and there is debris in the threads and on the shaft of the device. A visual inspection found debris on the device and an anchor with a broken tip. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a twinfix anchor broke during the repair of achilles tendon rupture. There was a smith and nephew back up device available. There was a delay of less than or equal to 30 min. No other complications were reported.